Event description:
It was reported that device entrapment occurred. The opticross 6 hd imaging catheter was advanced for lesion visualization over a non-boston scientific guide wire. After imaging was obtained, the device was unable to be removed from the wire until both devices were completely outside the patient. The physician switched out the wire but another opticross catheter was not needed since all needed information was obtained from the initial device. The procedure was completed successfully. There were no patient complications.